Event description:
It was reported that this pacemaker exhibited loss of capture (loc) and far field oversensing immediately following pocket closure. The pocket was subsequently reopened, and noise was reproducible upon device manipulation. Based on these findings, the physician elected to replace the device with another of the same model. The procedure was completed successfully, with no further anomalies observed. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.